Manufacturer narrative:
We were provided two possible catalogue numbers and are pursuing more information. The catalogue number could be 03829650 or 03829645. H3: device remains implanted.

Event description:
A company representative reported that a xia polyaxial reduction screw fractured approximately 1 year and 1 month post-operatively. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported.

Event description:
A company representative reported that a xia polyaxial reduction screw fractured approximately 1 year and 1 month post-operatively. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device remains implanted.